Event description:
Lumbar drain was discovered to have a puncture in flexible, white portion of tubing allowing csf to drain uncontrolled and not captured in the drainage system. This led to an unknown amount of csf drainage and need for a stat CT as patient developed a severe headache. We are unsure when the puncture occurred; it could have occurred in the operation room or ICU. In addition, the lumbar drain had to be removed prematurely to prevent further harm to the patient." And ¿when the patient was turned this morning, her spinal drain was found to be torn at the her between the catheter and transducer tubing and draining on her pillow. Due to infection risk, this was quickly removed (tip intact). She complained of a severe headache, and due to the amount of csf present on the pillow at the site of the drain tear, she was sent for stat head CT which was negative for any intracranial process (no bleeding).